Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment that the epg was dropped or was missing front cover, confirmed comment that a control knob was missing, the menu encoder was missing. Analysis also noted that the hanger was broken, the upper case was broken around the menu encoder, the keypad was contaminated under the top three knobs, both display wires were pinched, one case screw was contaminated, and the device needs battery shortening bar. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was dropped and had a missing knob and front cover. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.